Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, priming test and no delivery test. There was no excessive no delivery alarm on the device. The insulin pump had minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call no delivery during manual prime. Customer's blood glucose level was 400 mg/dl. Customer advised during troubleshooting they accidentally rewinded the insulin pump and insulin started shooting out. Troubleshooting for the no delivery alarm was performed. Customer advised they were unable to bolus and used manual injection to treat their blood glucose levels. Customer advised insulin was squirting out during the manual prime process. Customer was advised to change out their entire set and reservoir and return the set for analysis. Troubleshooting for the prime rewind process was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.